Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined the cause of the reported issue was due to loose battery pins. The battery pins were tightened and after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when attempting to print a code summary. There was no patient use associated with the reported event.